Event description:
It was reported that the box has a mix of product with different colored hubs with a bd needle 19x1-1/2 rb. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that boxes contained other size needles with different colored hubs.

Manufacturer narrative:
H.6. Investigation: three (3) samples were provided by the customer for investigation. The returned samples were returned in unopened blister packs and shelf cartons. The samples were visually examined using unaided vision. It was observed that there were needle assemblies with the incorrect needle hub and needle mixed in with the correct needle assemblies. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. However, during the investigation it was observed that a lot #8020473 of material #8020473 (needle 22 ga 1-1/4in) was being produced at the same time as lot #9031984 of material # 50815 (needle 19ga 1-1/2in) on two (2) needle in process (nip) lines which were located next to each other. During the investigation it was observed that a lot #8020473 of material #8020473 (needle 22 ga 1-1/4in) was being produced at the same time as lot #9031984 of material # 50815 (needle 19ga 1-1/2in) on two (2) needle in process (nip) lines which were located next to each other. Therefore, it is likely that one (1) bag of lot #8020473 of material #8020473 (needle 22 ga 1-1/4in) from nip 5 was placed in the gaylord for lot #9031984 of material # 50815 (needle 19ga 1-1/2in). This gaylord was then packaged on multi vac 4 (mv 4) with the mixed product getting packaged without being noticed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box has a mix of product with different colored hubs with a bd needle 19x1-1/2 rb. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that boxes contained other size needles with different colored hubs.